Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the nurse received an unintended delivery of energy while performing CPR. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. We made multiple attempts to have the product returned to zoll, with no response. Based on the description of the claim, the customer reported that the defibrillation shock was delivered while the nurse was performing CPR. All operators should be clear and not in contact with the patient when instructed, prior to delivery of the shock. Per the operator's guide and the audio/visual indications from the device: "before discharging the defibrillator, warn everyone to stand clear of the patient. Do not touch the bed, patient, or any equipment connected to the patient during defibrillation. A severe shock can result. To avoid hazardous pathways for the defibrillation current, do not allow exposed portions of the patient's body to touch any metal objects, such as a bed frame." No trend is associated with reports of this type.